Event description:
Complainant alleged that during routine testing, the device displayed "paddle fault", followed by a "status 42" error message. There was no adverse effect to the pt as result to the reported malfunction.